Event description:
It was reported that during service evaluation the renasys go device failed to generate and control negative pressure due to a motor leak. No patient was involved.

Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, was returned for evaluation. A relationship between the device and the event reported was established. A visual inspection reported defects to the outer case, the functional evaluation reported that the device could not generate or control negative pressure. The root cause has been identified as failed seals on the vacuum motor causing air leaks. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history has been reviewed, revealing similar instances which are being monitored to determine if additional actions are required. This investigation is now complete with no further action deemed necessary. However, we will continue to monitor for any adverse trends relating to this product range.